Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The customer states they had treated for the highs. Troubleshoot was conducted. It was noted that the customer was not treating their corrections or meals. The customer's pump history concluded the customer was not treating with bolus for corrections. No further assistance provided at this time.